Event description:
It was reported that during a normal generator change, the right atrial lead was accidentally dislodged. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.